Manufacturer narrative:
The customer biomed indicated that the intellivue mp5 indicating that mp5 monitor failed the power alarm buzzer test and was requesting parts identification (ID). The rse provided the customer the following parts ID: part no: 453564112881 - description: IV-mp5 I/f lan/video/bat/rs-232/ncall/mc. The rse also provided the customer the mp5 monitor service manual and instructions to set product identification after replacing system interface board. Replacement parts were ordered and shipped to the customer site. The rse followed up with the customer biomed who confirmed the part was installed and the issue has been resolved. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
It was reported that the mp5 monitor failed the power alarm buzzer test. The device was not in use on a patient at the time of the event. There was no adverse event reported.